Event description:
The pt reportedly experienced a loss of sound. External equipment was exchanged; however, the problem was not resolved. Testing showed that the device was not functioning. Surgery to reimplant the pt's device will be scheduled.